Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradual rise in shock impedances to out-of-range measurements greater than 125 ohms, with measurements as high as 153 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, and it was confirmed that the device was already programmed to initial polarity and maximum energy shocks. Review of device data confirmed there were no delivered shocks since implant, and it was suspected that there was lead calcification. The physician asked about defibrillation threshold (dft) testing, but lead replacement was advised for shock impedances greater than 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradual rise in shock impedances to out-of-range measurements greater than 125 ohms, with measurements as high as 153 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, and it was confirmed that the device was already programmed to initial polarity and maximum energy shocks. Review of device data confirmed there were no delivered shocks since implant, and it was suspected that there was lead calcification. The physician asked about defibrillation threshold (dft) testing, but lead replacement was advised for shock impedances greater than 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.